Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 16 mmol/l, 10 mmol/l, 6 mmol/l, and 4 mmol/l. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).